Manufacturer narrative:
The main component of the system and other applicable components: product ID 37761, serial # (B)(4), product type recharger. Analysis results of the recharger ((B)(4)) revealed that was a bent connector pins. Replaced cable assembly.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the ac adaptor connector was loose. No patient harm reported. The patient also stated that the ins battery went dead with no stimulation and they currently were unable to recharge due to the connector pin being loose.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.